Event description:
This is an international report where the spike was found to have gotten damaged when the lid of the clean flash was opened. This occurred while the set was connecting to the twin bag by the clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab to have a bent spike tip. The cause of this bend is due to use/mis-use conditions during set use.

Manufacturer narrative:
(B)(4). The sample has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.